Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 visual examination of the provided pictures identified a hinge pin which appears to be fractured. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. X-rays were provided and reviewed by mmi; they state that three views of the right knee demonstrated a total knee arthroplasty with a metal-on-metal appearance in the medial compartment greater than the lateral, suggesting possible polyethylene wear. A metallic fragment was noted posterior to the knee joint and along the medial tibial plateau, indicating hardware disassembly. There was also a large joint effusion present, and heterotopic ossification of the patellar extensor mechanism was observed. No definite fracture was identified. The impressions included the possibility of hardware loosening with associated metallic fragments posteriorly and medially in the joint space, as well as possible polyethylene wear in the medial compartment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4), d6a: exact implant date is unknown however is reported to have occurred in 2018. D10: unknown tibial tray: catalog#ni, lot#ni; unknown articular surface: catalog#ni, lot#ni g2: foreign: austria. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee procedure. Approximately six (6) years post-implantation, the patient underwent revision surgery due to fracture of the hinge pin. Due diligence is in progress for this event; to date no additional information has been reported.

Event description:
It was reported that a patient underwent an initial total knee procedure. Approximately six (6) years post-implantation, the patient felt a cracking sensation with pain and instability. Diagnostic images revealed a fractured hinge pin. Subsequently, the patient underwent revision surgery to replace the fractured post. Due diligence is complete as multiple attempts have been made however all available information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d1; d4; d6a; d10; g3; g4; h6; h11. D10: medical product: right size f cemented option femoral component: catalog#00588001602, lot#ni; distal femoral augment block precoat size f 5 mm: catalog#00599003610, lot#ni, qty#2; 17mm diameter 100mm length straight stem extension combined length 145mm: catalog#00598801017, lot#ni; trabecular metal femoral diaphyseal cone, 30mm, medium, right: catalog#00545001831, lot#ni; size 5 precoat cemented tibial component: catalog#00588000500, lot#ni; 11mm diameter 100mm length offset stem extension combined length 145mm: catalog#00598802011, lot#ni; trabecular metal tibial cone, medium 41x34mm: catalog#00545001341, lot#ni; tibial block and screws precoat size 2 5 mm thickness: catalog#00598800226, lot#63215802; tibial block and screws precoat size 5 5 mm thickness: catalog#00598800526, lot#635485380. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.